Event description:
It was reported that a 3.5x12mm xience xpedition stent was implanted in the right coronary artery, overlapping a previously implanted 3.0x12mm xience xpedition stent. After implantation of the 3.5x12mm xience xpedition stent, the patient experienced tremors. The patient and his wife believe that the drug in the xience xpedition stents could be causing the tremors. There was no additional information provided.

Manufacturer narrative:
(B)(4). The date of occurrence was estimated as (B)(6) 2014. The 3.0 x 12 mm rx xience xpedition mentioned is being filed under a separate manufacturer report number. There was no reported device malfunction and the product was not returned. The reported patient effects of allergic reaction or hypersensitivity to contrast agent or cobalt, chromium, nickel, tungsten, acrylic and fluoropolymers and drug reactions to antiplatelet drugs or contrast agent is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.